Event description:
It was reported that there was an extraction operation of the screw, an ar-1358 (lps, cancellous) which was implanted 12 years ago for acl reconstruction. After turning a screwdriver to extract the screw, the screwdriver tip was broken-off. The tip of driver remained in the patient.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. The most likely cause(s) of this type of event is prying and/or leveraging on the implant when trying to remove it. The directions for use states: if the supplemental fixation is not removed following the completion of it's intended use, complications can occur like bending, loosening and/or breakage which could make removal impractical or difficult. It also says that damage to the driver or screw may result from failure to seat the driver fully into the screw or to align the driver properly with the screw. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.